Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind and max delivery. Customer's blood glucose at time of incident was 518 mg/dl. The customer stated that while priming new set insulin began to squirt out and pump alarm max fill. The customer was advised that there might have been moisture between the reservoir and p cap. The customer was advised to change entire set out.